Event description:
It was reported that during an implant procedure, there was noise on the atrial channel, which caused oversensing every time the device was put in the pocket. Fluid was found in the header. The device was not used and a new device was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the device was returned for analysis. No anomalies were found, though the grommet was found to be damaged.